Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Missing information was not available at the time of this report.

Event description:
Patient developed a sore, red area in left underarm 10 days after treatment. Physician diagnosed an abscess and drained it, prescribed antibiotics. A follow-up check confirmed the patient was getting better.